Event description:
The device was used during a laparoscopic cholecystectomy. The silicone ring of the flap bulb fell into the pt. Dr retrieved it successfully and a new trocar was used to complete the case. There was no consequence to the pt.